Event description:
Healthcare professional additionally reported capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient reported right side capsular contracture, baker grade iii/IV. Additionally the patient reported,''lip swelling, her sole allergy is to cobalt, her immune system has gone 'haywire', keeps getting sick, had pneumonia and stress and also joint pain, itching breast, hurts to walk because they are retaining so much water retention throughout the body, unable to maintain body heat/temperature, extreme blood clots during their menstrual cycle which are not device related. This represent the right side. Patient also reported they have had "pneumonia and strep throat for 6 months straight." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b6, g1, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade iii/IV, pain".

Event description:
Patient reported right side capsular contracture, baker grade iii/IV. Additionally the patient reported,''lip swelling, her sole allergy is to cobalt, her immune system has gone 'haywire', keeps getting sick, had pneumonia and stress and also joint pain, itching breast, hurts to walk because they are retaining so much water retention throughout the body, unable to maintain body heat/temperature, extreme blood clots during their menstrual cycle which are not device related. This represent the right side. Patient also reported they have had "pneumonia and strep throat for 6 months straight." Device remains implanted.